Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a diagnostic procedure. The procedure was delayed as a result of the event, but no patient harm was reported. The philips remote service engineer (rse) inspected the system remotely and confirmed the issue. Troubleshooting and review of the system logs indicated that a warm restart, a long press of the "power - on" button, caused unstable communication with the generator. The reason for the warm restart was unknown. The user attempted another warm restart but communication with the generator was not possible. The power supply itself was eventually reset. After the power supply reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-rays stopped working and fluoroscopy was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.